Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported symptom of "system error 105" through history log, however was unable to be reproduced during eval. Eval found severed motor mount screws which is a known contributor to the reported symptom. The motor assembly will be replaced.

Event description:
It was reported that a pump has a system error 105. It was also reported there was no pt involvement.